Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on 04/27/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. The patient experienced redness throughout any part that was covered by the sensor adhesive. Affected area was treated with clobetasol, which was prescribed by the patient's endocrinologist on (B)(6) 2015 for a previous reaction. At the time of contact, the skin reaction had persisted. No additional event information was provided. The sensor was inserted into the patient's arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.